Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient called back and said she talked to a manufacturer representative (rep) who had the patient remove the battery pack out of her controller and reinsert it because the patient said that her stimulation would sometimes change without her changing it. During the call, patient services reviewed how to see if adaptive stimulation (as) was turned on and the patient confirmed that it was enabled. As was reviewed with the patient and they went through how to adjust as settings. The patient said she would like as turned off for the time being and will monitor how she feels when she sleeps as this is when she noticed that her stimulation would change and she could not sleep. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient would decrease their stimulation down from 6.1, but later they would feel stimulation too strong. The patient stated that they would check their stimulation level with their controller and the stimulation would be back at 6.1. During the call the patient confirmed that they had adaptive stimulation (as) enabled. Patient services reviewed as information. The patient stated they saw a rep on monday, who did some programming adjustments. The patient stated that they noticed the stimulation issue they were describing, last night ((B)(6) 2020), which made it hard to sleep. The patient stated that during the call the stimulation momentarily felt strong, but then went away. The patient was traveling in a car, set to group a, program 1 at 2.8. Patient services reviewed programming considerations and how to adjust as. Patient services also recommended that the patient call back if they need further assistance when they were available. Patient services redirected the patient to their healthcare provider (hcp) for troubleshooting, if the issue did not resolve. The patient called back on (B)(6) 2020, reiterating their issue previously reported. During the call they also stated that they spoke with their manufacturer representative (rep) over the phone and were told that they should call in for a replacement controller. The patient again mentioned that they would be sitting for a while in different positions and all of a sudden stimulation would increase. The patient mentioned that before calling in, they initially thought it maybe had something to do with their leads, since they occasionally do x-rays to make sure the leads were still where they should be. During the call the patient changed from 6.4 (which they mentioned was too high because it almost caused instability in their legs at that level) to 5.0, where they felt comfortable stimulation. The patient mentioned that they were told to turn stimulation up to where they could feel the ¿zapping¿ (patient confirmed the word zapping was just referring to the stimulation sensation, they just didn¿t know what to call it), then to back off until it was comfortable. Patient services confirmed that they had not met with a rep in person yet to check the ins since they last called. It was reviewed that it was not suspected for the controller to be the problem and that the patient should follow-up with their healthcare provider (hcp)/rep to check the ins and setting in person. The event began on (B)(6) 2020. No further complications were reported/anticipated.

Event description:
Additional information was received from a patient. It was reported that patient called back in this case and repeated she had problems with controller - clarified after unlocking controller, the stimulation may shut off or "rev up", said the settings didn't stay at what they are set on. She had x-rays done (said everything was fine internally) and met with rep many times, rep will try readjusting it, but this last time the adjusting didn't work. The manufacturer representative (rep) told her to call in for a replacement controller. Patient kept insisting controller be replaced as she has tried everything else.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.